Event description:
A 2.5mm diameter x 18mm length medtronic ave s540 stent delivery system was inserted into the left anterior descending artery after pre-dilatation with a 2.5mm ptca balloon. It was not possible to advance the system through the proximal vessel to get to the distal target lesion. Therefore, the stent delivery system was pulled back into the guide catheter and upon removal, the stent dislodged from the stent delivery balloon in the left main artery. There were no attempts to snare the stent, because it was decided that the pt had multi-vessel disease and was a candidate for surgery. The pt subseqently was sent to surgery for quadruple coronary bypass surgery, then fully recovered and was discharged home. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter while it was still engaged in the coronary artery. There was no add'l clinical sequelae reported relative to the event.